Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified medication did not flow through a clearlink system, vented pe lined solution set via the unspecified infusion pump or by gravity flow. The issue was further indicated that the filter appeared to be sealed and suspected a possible manufacturing defect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.